Event description:
The customer reported the interface is backing up. There was no patient involvement.

Manufacturer narrative:
Upon further investigation, the following has been information was received from the customer. The customer stated that they have 5 v60 ventilators at the hospital, but none that match this serial number 100259258. No additional information is available. The reporting institution has no recollection of this incident or a device onsite with the referenced serial number. Therefore this no longer meets reportability requirements.